Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. It was postulated that the back and forward virtual buttons were inadvertently being pressed while the surgeon was attempting registration. A successful system checkout was performed which verified that the system was operating within specifications.

Event description:
A site representative reported that the software was unresponsive and remained on a blank screen with a flashing cursor line on the monitor. Eventually the software loaded and once it was on the register task, it would move backward one task and the had to move forward back to register. This occurred twice. No patient was present during the time of the reported incident.